Event description:
I was having heavy bleeding and in a lot of pain while my cycle was on and after my cycle was off. In (B)(6) 2015, I had surgery to have the essure removed after having it implanted in 2010.